Manufacturer narrative:
One (1) 89-5100b switchblade scissor tip device was returned for evaluation for the scissor tip fell off the tip of the handle into the patient. Note the device was returned in its original packaging but the packaging was opened and device appeared used. Visual examination of the device by the manufacturing lead technician and the quality engineer did not confirm the reported issue. This switchblade scissor tip device is single use sterile device that is only compatible with a sp90-1050, sp90-1150, or an sp90-1250 reusable 1.0 handle device. As the customer did not confirm what handle product code was utilized when failure occurred, carefusion cannot validate if the customer was using the correct handle for use with the returned scissor tip. Use of an incorrect handle (click fit 3.0 switch-blade reusable handle product codes sp90-1053 or sp90-1253) which would have a different connection, will not secure the scissor tip properly. Functional observations revealed that the scissor tip device when connected to a compatible handle did screw on correctly and securely and functioned as intended. There is a seal inside of the connection so it is very important for the user to push scissor tip down (toward device) and hand tightened scissor by turning clockwise screwing the scissor tip all the way in and secure it to a compatible handle device before use to prevent the scissor tip from falling off. There are two most probable root causes to the reported failure: not assembling the scissor tip on to the handle/shaft properly as stated per product information, IFU 26-2910 rev b; or using a non- compatible handle such as sp90-1053 or sp90-1253 which would be used only with 3.0 scissor blades. There was no issue found with the returned scissor tip; therefore, the reported failure was not confirmed. A review of the device history record did not reveal a non-conformance. The device passed all acceptance criteria for release. Carefusion's recommendation is for the customer to review the product information, IFU 26-2910 rev b, for assembly instructions. Carefusion will continue to trend and monitor this reported issue and for this product family.

Event description:
Additional information received 03aug2015: the customer reported the handle used was a carefusion endoscopic blue handled scissor handle. No product number provided.

Event description:
Customer stated the patient was having surgery and the switchblade tip fell off the tip of the handle into the patient. The doctor was able to retrieve the tip without harm to the patient. No patient harm. Additional information received (B)(6) 2015: the surgeon pulled the scissor tip out of the abdomen with another grasper through the trocar. Not aware of any required medical intervention. Unknown procedure was completed as planned, as far as the customer is aware.

Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.